Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400, lot # 629a, serial #1414: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and not returned; the glass cap exhibits severe devitrification at output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 79,150 joules and 11:04 minutes of use, the fiber was not working properly and then stopped working. The fiber tip was not cleaned during the procedure. A second fiber was utilized to complete the procedure. No injury to the patient was reported.